Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 03.010.060. Lot #: 854p491. Manufacturing site: jabil bettlach. Release to warehouse date: 05, october 2022. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the tip of drill bit ø3.2 calibr l340 3flute f/quic had twisted along its axis of rotation so that some of the flutes were deformed from the manufactured shape. Misalignment issues are most likely due to this condition. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per procedure, it was determined that the reusable instrument device was deformed from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed deformed condition of drill bit ø3.2 calibr l340 3flute f/quic would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the tip of drill bit ø3.2 calibr l340 3flute f/quic had twisted along its axis of rotation on the tip so that some of the flutes were deformed from the manufactured shape. Misalignment issues are most likely due to this condition. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the [drill bit ø3.2 calibr l340 3flute f/quic] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes and sent to manufacturing site: jabil bettlach for evaluation. The jabil bettlach team conducted a visual inspection of the returned device. When the drill was received, it was obvious that the drilling spiral was not right. The beginning of the spiral looks right, then there is this deformation, and then the spirals are fine again. It looks like the drill bit unwound itself. The geometry of the drill tip and its features were checked and were confirmed as manufactured after the drawing specifications. The returned part was measured in plant bettlach and all the relevant measurements for the drill deformation were in specification like in the DHR (device history review). Only the sharpness criteria is not fulfilled as the drill was in use. A hardness test was carried out with the returned part, and the part was in the specification. We assume the head of the drill stuck somewhere in the counterpart during the operation. As soon as the surgeon heard a noise, he turned the drill in the opposite direction, and this caused the tip to deform. The spiral formation on the head of the drill is correct and then the deformation starts and returns to normal. Possible causes could be a slight bend in the drill as it is pulled back, or something stuck to the tip of the drill as it was pulled out in the opposite direction. Such deforming of the drill spirals couldn't be performed on the machines. A dimensional inspection was performed for the drill bit ø3.2 calibr l340 3flute f/quic and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drill bit ø3.2 calibr l340 3flute f/quic. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part #: 03.010.060, lot #: 854p491, manufacturing site: jabil bettlach, release to warehouse date: 05, october 2022. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery with calibrated drill bit. During multi-locking, the nail and drill interfered with the second distal lateral locking and an unusual noise was heard. The surgeon checked the drill bit and observed deformation of the tip. Since the shape was unlikely to be deformed by nail interference by itself, another drill was used, and the surgery was completed. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 3.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 2 for complaint (B)(4).